Manufacturer narrative:
Breg has performed evaluations on previous reports of sole delamination from post-op shoes. The evaluations confirmed this a an adhesive failure although the root cause for the failure has not been determined. Breg is currently working with the supplier of the post-op shoe to determine root cause for the separation of the sole and identify appropriate corrective action. This investigation is being documented in supplier corrective action (B)(4).

Event description:
Breg district sales manager contacted customer care representative to report sole coming off fromshoe for a post-op shoe, womens, small, p/n 11182 and post-op shoe, mens small, p/n 11192. No injury was reported.